Manufacturer narrative:
The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit. Full name of the event site in (B)(6) medical center. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's maintenance required # 3 . After inspecting the iabp, the fse observed that the atmospheric pressure and drive transducer was out of calibration. To resolve the issue, the fse replaced the drive and pressure transducer. A full calibration and functional check have been performed on the iabp per factory calibration procedures, and the iabp was returned to the customer and cleared for clinical use.

Event description:
The customer has report that the cs300 intra-aortic balloon pump (iabp) while supporting patient received a maintenance required # 3. The iabp was swapped out without any issues. No adverse event was reported.